Manufacturer narrative:
Intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the redundant power tray assembly to resolve the issue. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis and the reported error 86 was confirmed but not replicated. In logs, these error 86 were found indicating out-of-range value was read from the ipd board. Upon visual inspection, no issues were found that would be related to the reported event. The 2 power supplies of this unit was also check for 12v output with a multimeter and it passed. This core redundant power tray assy was installed, programmed, and tested on the final test (B)(4) system 1, with no issue on startup and no errors or failures were triggered. This assy went thru a 10 power cycles with no issue, idle in normal mode for 1.5 hours with no issue and no error triggered. Check on the adc value during idle, and all values are well within range. As a result of this test, failure analysis concluded that there is no root cause could be attributed to this issue. The complaint was confirmed based on the failure analysis. The probable root cause is attributed to electrical defect of the redundant power tray assembly.

Event description:
It was reported that during a da vinci-assisted distal pancreatectomy surgical procedure, an operating room (or) staff called in to report that they had a non-recoverable fault 86. Prior to calling in, the customer had power cycled the system and continued. The intuitive surgical, inc. (Isi) technical support engineer (tse) verified error 86 coming from the intuitive surgical core power distribution (ipd) in the vision side cart (vsc). While on the phone with customer, the system again faulted with another 86 error. The tse shared the location of error with the customer and inquired if they had a vsc currently not in use. The customer confirmed they had an available vsc in room 23. The tse verified matching software and the customer disconnected to await availability of new vsc. The procedure was converted to another dv with no report of patient injury.

Manufacturer narrative:
An intuitive surgical inc., (isi) quality engineering (qe) team performed further investigation to identify the probable root cause of reported issue. Based on the investigation , the probable root cause of non-recoverable error 86 is attributed to a fault on the power distribution board.

Event description:
Refer to h11 for follow-up information.